Event description:
A malfunction alarm, specifically malfunction code 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and advised to contact support if the issue reappears.